Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. After further communication with the customer, it was clarified that the replacement catheter did not dislodge. The phrase "slipped out" indicates that there was slight resistance during advancement into the patient. A review of risk documentation and complaint history does not indicate that the failure "catheter difficult to advance" would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This event no longer meets the qualifications for a reportable event. See h11.

Manufacturer narrative:
D2a- additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b- additional product codes: gbo; lje. E3 - occupation: radiographer. H3 - device evaluated by mfg.? No device return to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
General feedback was reported regarding the ultrathane mac-loc locking loop multipurpose drainage catheter. During nephrostomy catheter exchanges, a wire guide is placed through the catheter, and the mac-loc lever is released. However, the catheter pigtail does not straighten out for removal. Additionally, the radiographer believes the catheter is too soft. While the new catheters go in over the wire guide without difficulty, the catheters slip back out easily before an external fixation device can be placed. No adverse effects or additional procedures have been reported. This report focuses on the complaint: the catheters slip back out easily. A related report with patient identifier (B)(6) will address the complaint: the pigtail does not straighten out for removal during catheter exchange.